Event description:
It has been reported that AED was deployed for use on a pt who had previously expired.

Manufacturer narrative:
(B)(4). Device eval is pending. Report is being filed based on reported pt outcome.